Event description:
The hosp reported that during an endoscopic vein harvesting procedure, upon removing the vasoview hemopro short port btt balloon, it was discovered that the balloon had ruptured. This occurred after the harvesting was completed, so a replacement unit was not needed. They confirmed that the balloon didn't leave fragments in the leg. The hosp did not report any pt effects. The tm was present during the case.

Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A f/u report will be submitted once the device eval is complete. Items marked "ni" are unk to us at this time. (B)(4).